Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with severe, functional mitral regurgitation (mr) with leaflet tethering. One mitraclip was implanted, reducing the mr to grade 2+. There was no device deficiency. Post-procedure, a single leaflet device attachment (slda) was noted. There was no injury, and no treatment provided. On (B)(6) 2022, a follow-up echocardiogram was performed and the mr was graded 1+. No additional information was provided regarding this issue.